Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire¿ guidewire was used during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, this device was used along with a wallflex¿ colonic stent. The stent was over the jagwire when it was started to deploy. The stent was unable to deploy, the stent bent and the core wire of the guidewire was broken into two pieces. The procedure was completed with a second jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.